Event description:
It was reported that the implantable neurostimulator (ins) that was implanted in (B)(6) 2004 reached end of service (eos) after 1.5 years, which was less than anticipated by the physician. The ins was replaced in 2007. The patient¿s status at the time of the event was alive and no injury. The patient experienced less than 50% therapy relief.

Manufacturer narrative:
(B)(4).